Manufacturer narrative:
Update: this event was identified as a duplicate previously reported under MFR #0002249697-2016-01873. Evaluation results and conclusions will be provided in the aforementioned report upon completion of the investigation.

Event description:
It was reported that the original surgery took place (B)(6) 2011 and it was replaced (B)(6) 2015. Update: this event was identified as a duplicate previously reported under MFR #0002249697-2016-01873. Evaluation results and conclusions will be provided in the aforementioned report upon completion of the investigation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that the original surgery took place (B)(6) 2011 and it was replaced (B)(6) 2015.